Event description:
A us distributor reported that an electrode belt was damaged and was displaying check therapy electrode messages.

Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (damaged cable/ check therapy pad messages) has been confirmed. Upon investigation the electrode belt was unable to communicate with a monitor. The cause for the failure was isolated to an open blue (can l) wire in the trunk cable. The trunk cable showed signs of physical abuse. The root cause for the open wire was excessive force. No adverse event resulted from the damaged belt.